Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of black particles and nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device. The patient alleged visualization of black particles and nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: the grey/black dust like and fibrous contamination was observed on and around the iso port. Black and brown unknown contamination was observed on the top enclosure under the right-side accessory door. Unknown fibrous contamination was also present at this location. Observed a white powder type contamination at the air inlet of the blower box. Observed an unknown contamination on the inside of the bottom enclosure. Unknown contamination was observed in the blower box. There was a black contamination, consistent with keratin, at the air outlet of the blower box and at the air inlet at the filter area. White dust-like contamination was present on the blower air intake and the blower motor. Dust-like and fibrous contamination was present on the blower outlet seal. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found four errors. The manufacturer concludes unable to confirm the patient complaint of a burning, smoke, or electrical odor. Unable to address the patient's symptoms. Found no evidence of sound abatement foam degradation or breakdown. Section h9 was missed to capture in the previous report. It has been corrected in this report.